Event description:
The account alleged that when the brake steer pedal was put into brake mode, the brake caster would swivel, then pop out of brake. No patient impact. Reference MFR # 3006697241-2013-00179.